Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous lesion in the left anterior descending artery. An nc trek 3.50x8mm balloon dilatation catheter (bdc) was used in the anatomy, but the physician noted that the balloon failed to deflate on the initial attempt. After multiple attempts, the balloon successfully deflated and was removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: after the balloon was used, it completely failed to deflate. The physician held negative for quite a while with the endoflator with no success. The decision was then made to switched out to a syringe. After making multiple attempts to deflate, it finally worked. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B1: adverse event. B2: required intervention. B5: subsequent information. H1: serious injury.